Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted after one deployment attempt. Post release of the closure device, no pericardial effusion was noted. The transesophageal echocardiography (tee) probe was then removed from the patient. Prior to moving the patient to the post anesthesia care unit (pacu), the sonographer performed a transthoracic echocardiogram (tte) and identified a small pericardial effusion at the apex of the heart approximately ten minutes post procedure. After physician evaluation, the pericardial effusion was too small to tap. The patient was stable with no hemodynamic changes. The patient was transferred to the pacu and admitted overnight. Another tte was performed prior to discharge one day post procedure, and no pericardial effusion was noted. The patient was then discharged home.